Event description:
I used invisalign and am now experiencing debilitating jaw pain. This started in (B)(6) of 2022 and has gotten worse since the end of my treatment in (B)(6) 2022. I mentioned the pain to the orthodontist during visits and he would no respond and tell me to monitor it. Eventually it became so bad and he said nothing besides he would refer me to a tmj specialist that isn't covered under my insurance. I was never informed of any negative side affects or outcomes and had no idea this could happen. I'm in excruciating and debilitating pain. FDA safety report ID #(B)(4).